Manufacturer narrative:
If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. (B)(4). Device evaluation: product evaluation was not performed because the product disposition is unknown. If product is received after initial closure, the ir and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a monofocal intraocular lens (iol) was not fully inserted because the surgeon changed lens selection. Additional information was received and it was learned the incision was enlarged and the lens was replaced with a model z9002, 20.0 diopter iol. There was no quality issue reported against the zcb00. Reason for the lens exchange was not provided. There was no injury to the patient. No further information was provided. This report represents the zcb00 lens and a separate report will be submitted for the z9002 lens.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 9/21/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the lens was received stuck inside an 1mtec30 cartridge tip. The original lens case, cartridge tray, folding carton, patient stickers, patient ID card, implant notification card, and additional documentation were received as well. The cartridge lens with the complaint lens stuck inside was submerged in 1:10 liquinox in deionized water to aid in the removal of the lens with forceps. Visual inspection under magnification revealed scratches on the lens, however this can be attributed to removing the stuck lens from inside the cartridge tip with tweezers, and therefore cannot be confirmed to be related to manufacturing. No other cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.